Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer is unable to get the insulin out of the syringe after inserting the needle into the cartridge. Blood glucose level was 87 mg/dl. Reportedly, customer was able to successfully fill a cartridge.